Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited episodes of non-sustained rv oversensing due to myopotential oversensing. The noise could be reproduced when patient coughs. Programming change was made to resolve the oversensing.